Event description:
It was initially reported that during a coronary intervention, a 3.5 x 23 mm xience and a 4 x 18 mm rx vision stent did not cross the lesion and that the patient was treated successfully with another xience stent. Subsequent information provided by the institution revealed that a 4 x 23 mm xience stent and the 4 x 18 mm rx vision stents were also unable to cross the lesion. The 3.5 x 23 mm stent reportedly interacted with a previously placed stent and it was difficult to withdraw due to not being able to fit into the guide catheter from a flared strut. A hypotube separation occurred upon withdrawal, leaving the distal segment within the patient anatomy and was removed with a hypotube. The stent also dislodged from the balloon within the groin subcutaneous tissue and was removed from the anatomy with a hemostat so that no parts were left in the anatomy. A fourth, final, unknown-sized vision stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Device evaluation: a review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. An analysis of the returned device confirmed the reported device issue. Based on the investigation, no product deficiency was identified.